Event description:
Report received indicates that while using a viking m patient lift that the scale adapter broke, dropping the patient back onto the bed.

Manufacturer narrative:
When final analysis is completed on the scale adapter, a complete report will be submitted.